Manufacturer narrative:
The device was used for treatment, not diagnosis. Additional narrative: the use of an expandable cage for corpectomy reconstruction of vertebral body tumors through a posterior extra cavitary approach: a multicenter consecutive case series of prospectively followed patients (2008). To evaluate the feasibility of anterior spinal column reconstruction using an expandable cage through a posterior approach. The spine journal, 8, pp 329-339. This report is for an unknown synex device/unknown quantity/unknown lot. (B)(4). The investigation could be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: the use of an expandable cage for corpectomy reconstruction of vertebral body tumors through a posterior extra cavitary approach: a multicenter consecutive case series of prospectively followed patients (2008). To evaluate the feasibility of anterior spinal column reconstruction using an expandable cage through a posterior approach. The spine journal, 8, pp 329-339. This was a multicenter consecutive case series of 21 prospectively followed patients with vertebral body tumors. The purpose of the study was to evaluate the feasibility anterior spinal column reconstruction using an expandable cage through a posterior approach. This was a study conducted at the (B)(6) in the united states as well as at (B)(6). Twenty-one patients were included in the study from 2007. Reported complications specifically for patients with synex expandable titanium cage: this report refers to the following complication: (B)(6) female patient required revision surgery to reposition the cage as a result of placing the anterior cage in a slightly oblique position. Patient was treated with posterior instrumentation (unknown manufacturer) between t9-l3 and a cage at levels t12 and l1. A copy of the literature article is attached to this medwatch. This is report 2 of 3 for (B)(4). This report is for an unknown synex device and refers to the revision surgery of a patient.